Event description:
It was reported to philips that the device displayed a red x in the ready for use (rfu) indicator coincident with a chirping alarm after operational testing. There was no reported patient involvement/adverse patient impact.